Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high definition lcd monitor rolling cart will not power on. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.